Manufacturer narrative:
PMA/510(k): this part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient undergoing a revision surgery due to a removal procedure. It was reported that posterior fusion was performed for the burst fracture at l2. About half a year after the operation, it was discovered that the screw on the left side of l3 was broken in october. There were no patient complications even after the screw broke. The patient was just quarreling that he hadn't heard before the operation about the possibility of the screw breaking. No health damage in the patient was reported. The patient achieved solid fusion and the issue was resolved. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will not be replaced. Date of initial surgery: 2020/4/8 type and level of initial surgery: fixation at th12/l3. Mdt products used in initial surgery: sorera55/60 pre-operative diagnosis: burst fracture at l2. The screw cannot be returned as it was still in use and was not replaced. The cause of screw breakage was unknown. The procedure was completed successfully.